Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing with a known good test set up without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report; the breaths log showed there were breaths delivered throughout the entire case. The device passed exhalation backup testing and autocal valve testing and was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device goes into back up vent mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.